Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos, 149 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the ventricular as well as the far-field channel. Confirming the clinical observation, the detected noise led to multiple charging cycles that partially resulted in shock delivery. Furthermore, the analysis of the shock holter data showed that at least an amount of 128 charging cycles was performed by the device within 45 minutes on (B)(6) 2015. As a result of that fast successive charging the battery status eos had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the battery status mol2. The amount of charge taken from the battery was verified, revealing the battery status mol2 to be as expected. In a next step, the ICD was subjected to an electrical analysis. First, a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. There was no indication of a device malfunction.

Event description:
Ous MDR - after an implantation period of about 24 months, oversensing with inappropriate shocks was reported. Lead and ICD were explanted and returned to biotronik for analysis. Apart from the shocks, no adverse patient side effects have been reported.